Event description:
Medtronic super dimensions locatable guide cable sharing "locatable guide not detected" message. Technical support contacted about issue without resolve. Technical support suspects this to be a faulty cable issue. FDA safety report ID # (B)(4).